Event description:
It was reported that the physician was unhappy with the number of turns it took to extend the helix of the lead. During the implant attempt, the lead dropped after the first placement. The helix was exercised two times outside of the body and both times it took about 30 turns for the helix to come out. The physician wanted to go with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.